Event description:
I am a breast cancer survivor. I have had 2 exchange surgeries and many issues over the last 9 years. In april I will be having these implants removed and do a flap procedure for my reconstruction. This has been an emotional choice to make as it is like having a mastectomy for the second time. I did well for a while after my expanders were removed and the saline implant put in. Two years later we found a lump and went in to look at it. During the surgery we went to the mentor gummy implant. In just a few months my energy started to diminish, I went from being able to climb 3 flights of stairs with camera gear and school books in toe, to not being able to climb 3 flights of stairs without anything. My joints started to ache like never before, leading to a knee surgery and months of walking with a cane. I have had zaps in my brain, dizzy spells and horrible issues thinking and doing even the smallest tasks. These issues have led to brain scans, tests with contrast and a lot of stress on my already exhausted body. In 2015, we found a rupture of the left implant. I have spent the last 3 years fighting with insurance, out of pocket and doctors not thinking it is a big deal to get this defective implant out of me. I have pain and swelling around to left (ruptured) implant that has made it so I wear compression garments or a large ace wrap most of the time. I have no energy. I went from a woman who could take care of a family of 5 or more to not being able to care for just me. Shopping for the basic needs has become exhausting for me. My vision is deteriorating at a fast pace. I had 20/20 before implants. I have days when I can't get out of bed for the pain and pure exhaustion I feel. I am having issues with my kidneys, bladder and digestive track. Again lots of test and no answers. Everything I am experiencing is inflammatory or autoimmune. And since the rupture my symptoms have escalated. Including trips to the ER for chest and breathing issues. I am to the point that I feel like the money is wasted. My primary doctor is holding further testing until we get the implants out and can fully assess the impact on my life.